Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump keypad anomaly. The customer stated the pump alarmed several times, due to stuck buttons. Customer tried to replace battery several times, but did not help. Advised customer to discontinue the use of insulin pump and revert to back up plan.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No stuck button alarms were noted. The pump failed the leak test from the keypad overlay. The pump had moisture damage on the electronic board. No moisture damage was found on the vibrator, battery tube or motor assembly. The pump was received with a scratched case, a missing display window cover and minor scratches on the lcd window.